Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 07-jan-2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 07-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient said the status of the dbs systems (left and right) as ¿existing no change.¿ it was asked if there was a new implant device and they replied with ¿no new implant. Impedances were resolved upon reconnection.¿ additional information was received from the rep: it was reported that there was surgical intervention performed on (B)(6) 2020. They disconnected the existing implants and impedance issues were resolved when they reconnected the lead/extension connection.